Event description:
Covidien received info stating that when the ventilator was ventilating and there were no alarms activated, it was observed that the silence reset light emitting diode (led) was intermittently blinking. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).